Event description:
It was reported that there were removal difficulties. An 8x120x130 innova was selected for a procedure in the occluded right iliac artery. Prior to the procedure, the packaging was checked and found to be complete. The stent was flushed and advanced to the lesion over the guidewire. During an attempt to deploy the stent, the tip of the stent could not deploy. A huge resistance was met during withdrawal. The stent and guidewire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that vascular access was obtained via contralateral approach. The 70% stenosed lesion was located in the 45 degree tortuous and severely calcified lesion. The lesion was pre-dilated. No kinks were observed on the catheter during or after the procedure. A high force was required to turn the thumbwheel on the device. The stent was noted to be stretched or elongated.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the middle sheath 34.4cm from the distal end of the middle sheath. The stent is partially deployed 4mm from the distal end of the middle sheath. Microscopic examination revealed damage to the stent. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue.

Event description:
It was reported that there were removal difficulties. An 8x120x130 innova was selected for a procedure in the occluded right iliac artery. Prior to the procedure, the packaging was checked and found to be complete. The stent was flushed and advanced to the lesion over the guidewire. During an attempt to deploy the stent, the tip of the stent could not deploy. A huge resistance was met during withdrawal. The stent and guidewire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that there were removal difficulties. An 8x120x130 innova was selected for a procedure in the occluded right iliac artery. Prior to the procedure, the packaging was checked and found to be complete. The stent was flushed and advanced to the lesion over the guidewire. During an attempt to deploy the stent, the tip of the stent could not deploy. A huge resistance was met during withdrawal. The stent and guidewire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that vascular access was obtained via contralateral approach. The 70% stenosed lesion was located in the 45 degree tortuous and severely calcified lesion. The lesion was pre-dilated. No kinks were observed on the catheter during or after the procedure. A high force was required to turn the thumbwheel on the device. The stent was noted to be stretched or elongated.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the middle sheath 34.4cm from the distal end of the middle sheath. The stent is partially deployed 4mm from the distal end of the middle sheath. Microscopic examination revealed damage to the stent. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue. H10 - correction was made to update to "the returned product consisted of an innova self-expanding stent".

Event description:
It was reported that there were removal difficulties. An 8x120x130 innova was selected for a procedure in the occluded right iliac artery. Prior to the procedure, the packaging was checked and found to be complete. The stent was flushed and advanced to the lesion over the guidewire. During an attempt to deploy the stent, the tip of the stent could not deploy. A huge resistance was met during withdrawal. The stent and guidewire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that vascular access was obtained via contralateral approach. The 70% stenosed lesion was located in the 45 degree tortuous and severely calcified lesion. The lesion was pre-dilated. No kinks were observed on the catheter during or after the procedure. A high force was required to turn the thumbwheel on the device. The stent was noted to be stretched or elongated.